Event description:
It was reported that this right ventricular (rv) lead exhibited loss of biventricular capture and t wave oversensing. The device was programmed to sub threshold rv outputs. There was oversensing due to latency with left ventricular (lv) lead only pacing. This rv remains in service. No additional information is available at the moment. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.